Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown whether the patient ws reimplanted with a new device. This report is submitted june 7, 2017.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown whether the patient ws reimplanted with a new device. This report is submitted june 7, 2017.

Manufacturer narrative:
This report is filed on june 28, 2017.

Manufacturer narrative:
This report is submitted on march 22, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and a loss of connection to the internal device subsequent to sustaining a head trauma, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, march 22, 2017.